Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 02-feb-2024, noted a correction to the 3500a initial as inadvertently did not include the physician information. Therefore, updated section "e. Initial reporter".

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and patient experienced ventricular fibrillation treated with defibrillation. Slow ventricular tachycardia (vt) shifted to ventricular fibrillation (vf). Dc defibrillation was performed 3 times, and vf was terminated. The procedure was successfully completed. Patient's consciousness was clear. No abnormalities observed prior or during to use of the product. The physician's opinion on cause was the procedure. Suspected air contamination in coronary artery when catheter was inserted. Additional information was received. The adverse event occurred during use of product. The patient has improved. The sheath was not biosense webster product. No ablation catheters were used.